Event description:
The tech alleged the brake caster is ratcheting on the head end of the bed while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the head end brake caster to resolve the issue.